Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol composix kugel. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol composix kugel. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel. (Note: there is no operative notes provided for this procedure). On (B)(6) 2011 - patient was diagnosed with recurrent incarcerated incisional hernia and abdominal pain thereby underwent laparoscopic repair with excision of composix kugel and implant of synthetic mesh. Per op notes, ¿severe adhesions of the small bowel, omentum and the hernia sac to the ola mesh were lysed. The small bowel was densely adherent to old mesh was taken down. The omentum and small bowel were mobilized out. Adhesiolysis was performed. The contracted old mesh was excised and removed entirely. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, corporate lot no), d6.b (date of explant), g1, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.